Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection surgery, while on anastomosis of distal colon to proximal rectum, staple line was incomplete. The anastomosis was hand sewed through the rectum to prevent leaking at the staple line and operation time was extended to more than 30 minutes. Temporary looped ileostomy was created due to device problem.